Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Top head of dual clean brush head fell off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the top head of the oral-b dual action brushhead fell off in her mouth after less than 2 weeks of use. No symptoms developed. The consumer reported previously using precision clean heads for years without reported incident. (B)(6) 2016 received follow-up: the consumer reported the product had never been dropped. No symptoms developed.